Manufacturer narrative:
Customer reported 7.5 inr on unit and obtained 1.6 inr from lab several days ago. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer is currently taking antibiotics. Pt's medication may alter inr result, as indicated on technical bulletin 101. Fifteen total complaints have been reported for lot # 211585 yielding a complaint rate of 0.012%. Due to this low occurrence rate, below the alert level of 0.05% and the action threshold of 0.1%; corrective action is not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 7.5, lab: 1.6. No signs of bleeding, although pt is bruised (may be due to drawing blood, but could not confirm).